Manufacturer narrative:
Product ID 3093-28, lot# va03rcg, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient's device stopped working after a fall. The reporter stated that the fall occurred a week after implantation. The patient had her device replaced to "fix this problem". Additional information has been requested but was not available as of the date of this report.

Event description:
It was further reported that the patient was still experiencing issues related to her device/therapy, but was working with their hcp/company representative. The patient had an upcoming appointment at the time of the report on (B)(6) 2013. If additional information is received, a follow up report will be sent.